Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user experienced an occlusion alert during ilet insulin pump therapy. The user reported a blood glucose (bg) level of 328 mg/dl at that time. The user replaced the infusion set, resumed insulin delivery, and corrected the bg level. No hospitalization or additional medical treatment was required, and no further assistance was needed.